Event description:
It was reported that during implant the patient experienced atrial standstill. The right atrial (ra) lead exhibited no sensing and no response when pacing was at max output, observed via x-ray imaging. The ra lead was attempted not used and the implantable pulse generator (ipg) system was implanted without an ra lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.